Manufacturer narrative:
(B)(4). Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery alarm/occlusion due to blank display. Pump received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was exposed to moisture; the customer fell into a river while wearing the insulin pump. The patient's blood glucose at the time of incident was 390 mg/dl. During troubleshooting the customer did not find any cracks on the insulin pump. The self test was performed and the device passed. Additionally, the customer had received a no delivery alarm. Troubleshooting was initiated for the alarm. A prime was performed and failed. However, after disconnecting and reconnecting the reservoir and tubing, a 5-unit prime was successfully completed. The customer was advised that the insulin pump was working as designed. However, the customer expressed discomfort with using the device and the insulin pump was returned for analysis.